Manufacturer narrative:
Field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse arrived on site to check the system and did not find any related errors in the logs. Fse test drove the system before running tests, but the issue was not replicated. Fse ran the following test: universal surgical manipulator-3 (usm-3) carriage strength, usm pitch friction, usm insertion friction, usm carriage 1-5 friction, usm tornado friction, and usm yaw friction, and all of which passed. Fse noted that the patient side cart¿s (psc) blue fiber cable lid was missing and it was replaced while on site. Customer confirmed that there were no issues with the robotic case in the following day. The system was tested and verified as ready for use. The affected part number: 371849-03 involved with this complaint is a field scrap item and will not be returning to intuitive surgical, inc. (Isi) for further investigation. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video was provided for review. A review of the site's system logs for the reported procedure date was conducted by regulatory post market surveillance analyst. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. This complaint is considered a reportable event due to the following conclusion: a usm was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion. Blank MDR fields: follow-up was attempted, but the patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Fieldis not applicable because the product is not implantable. Fieldis blank because it is unknown if the initial reporter submitted a report to the FDA. Fields are not applicable.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the surgeon completely lost control over the universal surgical manipulator-3 (usm-3) as they had no ability to remove it while the vessel sealer instrument was installed. There were no issues during setup, draping, or docking. The customer reseated the instrument and sterile adapter on usm-3 and tried to install a monopolar curved scissor (mcs), but the issue remained. The customer moved the vessel sealer instrument to a different usm, and it had no issue. The technical support engineer (tse) reviewed the system error logs and did not find any relevant system errors present. The customer brought in the usm-4 (since it was not in use) in order to finish the procedure. The procedure was completed with no patient harm. Customer performed another procedure following the case, and had an endoscope installed on usm-3, and they did not encounter any further issues.